Event description:
Customer called because the clock on the meter was not correct. During troubleshooting, it was discovered that the units were set to mmol/l instead of mg/dl. The meter was switched back to mg/dl.